Event description:
It was reported that the patient's generator was replaced due to battery malfunction. The explanted generator was interrogated prior to revision, and battery status was noted to be at 50% to 75% and all settings were within normal limit. The suspected device will be returned to the manufacturer but has not been received to date.no other relevant information has been received to date.